Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality electronic parts. As a result, the suggested event occurred temporarily at the user facility. The event can be prevented by following the instructions for use which state: "·inspection of the endoscopic image. - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. However, additional evaluation findings were as follows: the light cover glasses was chipped, the adhesive on the light cover glasses was worn, the adhesive on the optical cover glass was worn, the distal end cap was damaged, the distal end adhesive was lifting, the suction connector had water leakage, there were marks on the image condition, the hot and cold test had a misty image, and the up/down, left/right angles were not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer that when using an evis lucera elite colonovideoscope, there was an error code e315. There was no patient harm associated with the event.